Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The customer reports error 2232 b/f probe 2 overflow sensor failure and notices wash spraying out of the top of the wash probe. The fse was able to confirm the problem by reviewing the error log. The fse was not able to reproduce the problem due to fluid spraying. The fse found an unremovable blockage in the b/f probe #2. The b/f probe #2 was replaced and the sides of the wash was cleaned. The fse cleaned and inspected the sample nozzle. The fse after performed a prime wash and observed that the instrument was operating normal. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 30jun2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2232 - b/f probe 2 overflow sensor failure cause : the overflow sensor is detecting liquid continuously. Solution : clean b/f probe 2. (See chapter 9, "maintenance") if retry fails, contact tosoh service center or local representatives. The probable cause of the reported event was due to an unremovable blockage in b/f probe #2.

Event description:
A customer reported getting error message 2232 - b/f probe 2 overflow sensor failure and wash spraying out of the top of the wash probe on the aia-2000 instrument. The customer has inspected the probe and cannot find a cause. The technical support specialist (tss) asked the customer if a bead could be stuck in the bottom of the probe or if the wash tubing at the top is off or loose and was informed no to both. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.